Manufacturer narrative:
The customer returned the meter. The test strips were not returned. Upon review of the returned meter, it was determined that the strip lot in use at the time of the event was 152885. Lot number and expiration date were updated. Based upon a review of the meter memory report, there was no result of 4.1 inr on (B)(6) 2017. There are 2 results of 3.1 inr on (B)(6) 2017. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and an internal reference meter was used. Donor #1 inr: 4.6 inr, donor #2 inr: 2.1 inr. Donor #1 hct: 44%, donor #2 hct: 52%. Donor #1: masterlot: 4.6 inr, donor #1: customer's meter and master lot: 4.6 inr. Donor #2: masterlot: 2.1 inr, donor #2: customer's meter and master lot: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 152885) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. A specific root cause was not identified for this event. None of the customer's medications are known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4).. The customer tested on the meter and received a result of 4.1 inr. The customer tested on the meter again "within a few minutes" and received a result of 3.1 inr. It is not known if the 2nd test was performed on a different finger. The qc check mark was observed. No coumadin adjustments were made. The customer¿s therapeutic range is 2.0-3.0 inr. There was no allegation that an adverse event occurred. The customer is currently in stable condition. The customer is not anemic and has no antiphospholipid antibodies. The customer is not on heparin or direct thrombin inhibitors. The customer has had no recent diet changes or illnesses. The meter and strips were requested for investigation.